Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device became locked on tissue. The device was cut out in order to remove it. There was no patient injury.